Event description:
Patient reported right side "harder and more painful than the left one, the breast shape became different like a ball, radial folds, and seroma." Patient additionally reported "capsular contracture baker grade unknown." Device has been explanted and replaced.

Manufacturer narrative:
Impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown, pain, visibility/palpability, crease/folding of implant.

Event description:
Patient additionally reported "capsular contracture, baker grade iii."

Manufacturer narrative:
Visual analysis: visual analysis of the photos identified: - pain: unable to observe as it is a medical event that is not related to the device. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - seroma late: unable to observe as it is a medical event that is not related to the device. - visibility/palpability: unable to observe as it is a medical event that is not related to the device. - crease folding: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side "harder and more painful than the left one, the breast shape became different like a ball, radial folds, and seroma." Patient additionally reported "capsular contracture, baker grade iii." Device has been explanted and replaced.